Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire detachment occurred. Vascular access was obtained via a femoral artery. The eccentrically shaped, 2.5 x 10mm, 80% stenosed de novo target lesion was located in the severely calcified left posterior tibial artery. The v-14 control wire was advanced with noted resistance due to calcification. A 2.5x20mm non bsc balloon was advanced over the wire, but was not able to cross the lesion. While advancing the balloon the tip of the v-14 guide wire had moved into a small angled branch. The physician attempted to pull the wire back into the balloon and noted resistance. The balloon was removed from the patient and he observed that 2cm of the guide wire coating had detached in the posterior tibial and completely occluded the vessel. Due to the level of disease in multiple vessels of the lower extremities, the physician opted to leave the coating fragment in the vessel and remove the v-14 wire, ending the procedure. He further noted that the success rate for this type of patient is very low and a pedal bypass might be considered at some point. There were no additional patient complications reported and the patient will be under surveillance.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire detachment occurred. Vascular access was obtained via a femoral artery. The eccentrically shaped, 2.5 x 10mm, 80% stenosed de novo target lesion was located in the severely calcified left posterior tibial artery. The v-14 control wire was advanced with noted resistance due to calcification. A 2.5x20mm non bsc balloon was advanced over the wire, but was not able to cross the lesion. While advancing the balloon the tip of the v-14 guide wire had moved into a small angled branch. The physician attempted to pull the wire back into the balloon and noted resistance. The balloon was removed from the patient and he observed that 2cm of the guide wire coating had detached in the posterior tibial and completely occluded the vessel. Due to the level of disease in multiple vessels of the lower extremities, the physician opted to leave the coating fragment in the vessel and remove the v-14 wire, ending the procedure. He further noted that the success rate for this type of patient is very low and a pedal bypass might be considered at some point. There were no additional patient complications reported and the patient will be under surveillance.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the poly tip was peeled approximately 1.5cm exposing the core wire tip and a kink. There was no evidence of fracture. The coating was noted to be severely scraped along the entire length of the wire. Testing observed the ptfe coating was properly attached to the guide wire. The outer diameter in undamaged locations met specifications. External testing revealed some locations were bare metal. Sem analysis concluded the failure was due to mechanical overloading of the polymer jacket along the length of the distal stamped ribbon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).